Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure as the system longer helped with the patient's pain. The patient had the device turned off for 12 months and the pain was not better or worse with the stimulation turned off.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant of the system due to inadequate stimulation. The patient had the device turned off for 12 months and the pain was not better or worse with the stimulation turned off. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant of the system due to inadequate stimulation. High impedances were observed on the leads. The patient had the device turned off for 12 months and the pain was not better or worse with the stimulation turned off. The explanted devices were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-splitters; upn: m365sc3400300; model: sc-3400-30; serial: (B)(6); batch: 18807134. Product family: scs-splitters; upn: m365sc3400300; model: sc-3400-30; serial: (B)(6); batch: 18774757. Product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(6); batch: 19137312. Product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(6); batch: 19137312.